Event description:
Reportedly, during testing, the ventilator screen froze and couldn't be turned off without disconnecting the unit from ac supply. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).